Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when beginning a session involving an implanted device, the programmer displayed an error message. The programmer was rebooted and it was reported to be working fine. No patient complications have been reported as a result of this event.